Manufacturer narrative:
Device evaluated by manufacturer? No - lens implanted.(B)(4).

Event description:
The reporter indicated the patient had bilateral icl implantable collamer lenses implanted on (B)(6) 2015. At day 1 post-op, the patient had +4 corneal edema with dense endothelial folds in her right eye (od). Two weeks after the surgery, the vision in the right eye (od) was cloudy. The patient's vision gradually improved and was treated with lasik. The patient ended up with a cycloplegic refraction of -0.25 +0.25 x 095. The patient had 20/20 distance vision but reports seeing poorly at near (j-1). The patient went to a different surgeon on (B)(6) 2016 for a second opinion. The icl was found to be touching the physiologic lens and an anterior subcapsular cataract had developed. Ultrasound showed the icl was upside down with a reverse vault. The plan is to explant and replace the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Event problem and evaluation codes: result code(s): (operational problem) : visual inspection of the returned product found one haptic torn. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Additional information received - the reporter indicated the lens was explanted on (B)(6) 2016. The lens was not exchanged for another lens. There was a lot of corneal edema and cloudiness in the eye. (B)(4).